Event description:
It was reported to philips that the device had error messages. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Available details indicate that the device had red x displayed during operational testing. It was determined that this was a malfunction of the defibrillator capacitor assy, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the defibrillator capacitor assy. The reported problem was confirmed. The customer replaced the defibrillator capacitor assy to resolve the issue. It has been concluded that no further action is required at this time.